Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023 it was reported by a sales representative via email that a patient had signs of infection or a reaction to a lateral ankle internalbrace system that was implanted in august. No further information was reported. Additional information was requested.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is a patient specific event. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.